Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear piece of plastic was found inside the solution/fluid path of an unspecified quantity of 500ml non-dehp fluid path intravia containers. This was observed prior to spiking or reconstitution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a small particulate inside of the actual sample (a small clear plastic piece floating in the solution). The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.